Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported a false negative architect syphilis tp and provided the following data: patient data: 82-year-old male patient in the nephrology department. The patient was treated for syphilis. The customer provided the following data: the architect syphilis tp result was 0.7s/co (negative). The mindray result was 1.5s/co (reactive) and the autobio result was 2.29s/co (reactive). Tppa was positive. Trust and rpr were negative. For troubleshooting, the sample was retested at another hospital on abbott platform, the results was 0.85s/co (negative). There was no reported impact to patient management.